Event description:
It was reported that the programmer head was probably dropped, the led bar was broken, but functionality could not be verified. The programmer head was returned to the manufacturer. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reason for return. However the led bar was not broken, but did not lighten up because of a loose contact in the cable of the programmer head. It was also noted that the label was loose. As a result the cable and label were replaced. (B)(4).